Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the conductive link through the skin of the external auditory canal. No available information points towards the device having caused or contributed to this outcome. Further, the floating mass transducer (fmt) was no longer properly placed at the time of explantation. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The conductor link extruded through the skin of the external auditory canal. The device was removed due to the risk of infection. The user was re-implanted with a new device.

Event description:
The conductor link extruded through the skin of the external auditory canal. Due to the risk of infection the device was removed and the user was re-implanted with another middle ear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.